Event description:
It was reported that balloon rupture and vascular bleeding occurred. The patient underwent cardiac intervention and a 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured as the pressure input was too high causing the blood vessel to leak. After hemostasis was gained without intervention, the device was pulled out and replaced with another device to complete the procedure. The patient was normal post procedure.